Event description:
It was reported that medwatch (B)(4) device fracture occurred requiring intervention. The target lesion was located in the vessel in the lung. A 200cm, 8cm v-18 control wire was selected for use. During the procedure, a wire component from the intravascular equipment was fractured and migrated from the vein to the pulmonary region to the lung. Imaging confirms it location and was successfully retrieved. This extended the procedure and resulted in additional fluoroscopic exposure. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: event date not provided. H10 - related report number: (B)(4).

Event description:
It was reported that medwatch (B)(4) device fracture occurred requiring intervention. The target lesion was located in the vessel in the lung. A 200cm, 8cm v-18 control wire was selected for use. During the procedure, a wire component from the intravascular equipment was fractured and migrated from the vein to the pulmonary region to the lung. Imaging confirms it location and was successfully retrieved. This extended the procedure and resulted in additional fluoroscopic exposure. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: event date not provided.